Manufacturer narrative:
The device was not returned to edwards for evaluation. The clinical observation was unable to be confirmed. Aortic regurgitation in bioprosthetic heart valves, also known as aortic insufficiency, occurs when the valve does not close properly in diastolic phase, which results in retrograde flow of blood into the left ventricle. The type and cause of regurgitation varies depending upon multiple factors. Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration. However, advances in valve design and bioprosthetic material have been made with the intention of reducing leaks by providing more efficient hemodynamics and longer tissue durability. A definitive root cause could not be determined; however, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event. No further corrective or preventative actions are required at this time. Edwards will continue to review and monitor all events through the use of edwards quality systems. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Through review of article "assessment of mitral paravalvular leakage after mitral valve replacement using cardiac computed tomography comparison with surgical findings" authors young jin kim et al, edwards learned of the following cases: a mitral valve was explanted after an implant duration of approximately 19 years due to pvl observed on the anteromedial side. The replacement device was not indicated. No other patient information was provided.